Manufacturer narrative:
D9 device returned to manufacturer date added. H3 revised to reflect the device was received for investigation. Data review: console logs are partially consistent with what was reported in the complaint. There were multiple instances of air in purge system alarms [event set (B)(4)] observed in the imc logs. Rtlog data from the time of the air in purge system alarm show that the purge pressure momentarily did not increase per forward stroke of the cassette¿s piston. Attempts were made to de-air the purge system but the air in purge system alarm would not resolve. No evidence of placement signal issue was observed in the imc logs from this case. Device analysis: console was tested after arriving in field service. The reported air in purge system and placement signal issues could not be reproduced when running a known-good pump and purge cassette. The console operated as intended while testing on an engineering lab bench. Conclusion: despite the issue resolving when swapping to the backup controller, there are other possible causes of an air in purge system alarm that were not confirmed, which are unrelated to the console: air in the purge system. Kinked or open purge lines. Empty purge fluid bag. The cause of the air in the purge system alarm was not determined due to the inability to reproduce. No placement signal issues were found during this case (no problem found). Repair: before sending this console back to the customer, field service was instructed to perform sections 10-12 of pm procedure [0042-7309] as a precaution and perform a full functional check on the console and optical system [0042-7316]. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26584 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The automated impella controller device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient (unknown ethnicity) with cardiomyopathy was implanted with an impella device for mechanical circulatory support. While on support, approximately 38 days later, the patient was ambulating when the air in purge system alarm triggered and was unable to be resolved until exchange of the automated impella controller (aic). It was noted a placement signal not reliable alarm triggered as well and resolved with the aic exchange. There was no resulting harm to the patient as a result of this aic event. The patient was noted to be in stable condition and remained on impella mcs until bridged to a left ventricular assist device 20 days later.